Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occlusion in the catheter is confirmed and was determined to be related to the manufacture of the catheter. One 5 fr t/l powerpicc catheter was returned for evaluation. Two photographs were returned for evaluation. An initial visual observation of the first returned photograph showed an x-ray image of only the catheter. It was observed in the x-ray image that a section of the catheter shaft in the tapered region had a solid gray coloring unlike the rest of the catheter shaft in the x-ray image. A tactile evaluation of the returned catheter revealed a hard section of catheter from between the 0 cm and 1 cm depth marking to between the 2 cm and 3 cm depth marking. A functional test of attempting to infuse water into each of the three lumens using a 12 ml syringe revealed the gray and white lumens to be patent to infusion with some observable resistance. It was observed that the red lumen was completely occluded and unable to infuse. The catheter was cut to identify the occlusion in the catheter. A microscopic observation of the inside catheter segment with the occlusion revealed a piece of metal inside the catheter shaft. The metal was removed from the catheter shaft. The metal appeared to be a detached molding pin/rod. One end of the metal section was observed to be rounded. One longitudinal side of the metal pin was observed to be rounded while the other longitudinal side was observed to be flat. The occlusion was removed from the catheter shaft to reveal a piece of molding equipment inside the device. This failure was determined to be caused during the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the PICC rn at the hospital was unable to flush this PICC line or thread the guidewire. We took an x-ray and there seemed to be an obstruction. Another PICC kit was used. No harm occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.